Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were entangled and would not be deployed. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 and the ligator head were analyzed. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. It was possible to observe that the ligator head had seven bands attached and these bands were moved out of their original positions. It was also noticed that the ligator teeth were bent. There was evidence that the suture was likely cut by a sharp tool in order to remove the device from the scope. This condition is not considered as an issue of the device. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. The reported event was confirmed. A labelling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the physician removed the ligator shrink wrap earlier in the setup process and it is the step number 10 in the dfu. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were entangled and would not be deployed. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.